Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple temperature alarms while sleeping with the pump on their pocket. The customer was unable to clear the alarm. The customer's blood glucose level was not impacted. The customer will use long acting insulin to manage diabetes.